Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to confirm and reproduce the reported complaint. For clarification, the instrument's conductor wire was observed to have damage to the insulation. A tear in the insulation measured approximately 0.020" x 0.031" and there was no material missing. The instrument passed an electrical continuity test. The root cause of the failure was attributed to a component failure. A review of the instrument log of the fenestrated bipolar forceps (part # 471205-17 / lot # n10210531-0008) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system sk3352. The procedure on this date was the 4th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event were available for review. Based on the information provided at this time, this complaint is being reported because failure analysis found the conductor wire to have damaged insulation with a passed electrical continuity test. While there was no harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, a fenestrated bipolar forceps instrument had a damaged cable. Specifically, the black coating was coming off and a frayed silver cable underneath was exposed. This was found during the normal cleaning process in sterile processing and there was no patient was involvement. Intuitive surgical, inc. (Isi) contacted the robotics coordinator (the initial reporter) and obtained the following additional information on 31-aug-2021. The instrument arrived at sterile processing already damaged. She was not certain if this damage was discovered prior to starting a procedure, during a procedure, or during transportation to sterile processing. She did state that if it was used during a procedure, there have been no recent complaints about arcing so there would have been no injury to the patient. No patient information was provided because she could not be certain if it was related to a procedure. No further details were available.